Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The crash and splash cover was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system would not save images and the table had a motion error and will not move. No patient injury was reported.